Event description:
Per the audiologist, results of an integrity test done in 2003 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated from the sound processor program. In 2007, the pt again reported poor sound performance and fluctuating loudness when using the cochlear implant system. The pt reportedly had fallen (date not reported). The pt suffers from parkinson disease and is not physically well (this condition has deteriorated recently, date not reported). Due to deteriorating performance explant/reimplant surgery is recommended, but had not been scheduled at the date of this report.

Manufacturer narrative:
It was reported that no further information has been made available. This report is filed (B)(4) 2013.